Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6), 2021. No critical pump error (open book image) alarm noted during boot up. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at (B)(4) inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were recorded and found in the formatted history files on (B)(6) 2021 18:55:13.000 and (B)(6) 2021 18:55:18.000 due to rf driver anomaly, suspected on hw. Device was cut open to perform visual inspection and found corrosion on the electronic assembly, force sensor, motor or vibrator assembly noted. Corrosion was also found on the battery tube assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads and a scratched case. A cracked retainer and a cracked reservoir tube lip were confirmed. Critical pump error (open book image) alarm due to pump error 4 and pump error 63 alarm. Critical pump error (open book image) alarm, pump error 4 and pump error 63 alarm due to corrosion on the electronic assembly. During visual inspection, corrosion was also found on the battery tube assembly, force sensor, motor or vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S.w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged critical pump error (open book image) alarm found on feb 10, 2021. No critical pump error (open book image) alarm¿noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. No unexpected critical pump error (open book image) alarm¿noted during the testing. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were recorded and found in the formatted history files on 02/09/2021 18:55:13.000 and 02/09/2021 18:55:18.000. Pump was cut open to perform visual inspection and found¿corrosion on the electronic assembly, force sensor, motor or vibrator¿assembly noted. Corrosion was also found on the battery tube assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿ and a cracked reservoir tube lip was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads and a scratched case. A cracked retainer¿ and a cracked reservoir tube lip were confirmed. Critical pump error (open book image) alarm due to pump error 4 and pump error 63 alarm. Critical pump error (open book image) alarm, pump error 4 and pump error 63 alarm due to corrosion on the electronic assembly. During visual inspection, corrosion was also found on the battery tube assembly, force sensor, motor or vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. S.w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged critical pump error (open book image) alarm found on feb 10, 2021. No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were recorded and found in the formatted history files on 02/09/2021 18:55:13.000 and 02/09/2021 18:55:18.000. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly, force sensor, motor or vibrator assembly noted. Corrosion was also found on the battery tube assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads and a scratched case. A cracked retainer and a cracked reservoir tube lip were confirmed. Critical pump error (open book image) alarm due to pump error 4 and pump error 63 alarm. Critical pump error (open book image) alarm, pump error 4 and pump error 63 alarm due to corrosion on the electronic assembly. During visual inspection, corrosion was also found on the battery tube assembly, force sensor, motor or vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. "Information provided in the second follow up report in section g4 was submitted with incorrect 'aware date'. The aware date should be considered as 03-feb-2023.